Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had recently been programmed for the right atrial (ra) lead sensitivity due to undersensing. The rep asked about loss of capture (loc) on the left ventricular (lv) lead, which technical services (ts) reviewed and found no loc. There was ra far field oversensing noted. Additional programming changes were recommended. This crt-d remains in service. No adverse patient effects were reported.